Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed visual inspection and found the sensor with a cannula split from the tubing. The bicarbonate buffer test was performed and the sensor passed per specification with accurate readings.

Event description:
The customer reported via phone call that two of her sensors had issues. The patient's blood glucose at the time of incident was 127 mg/dl. One sensor remained stuck in the serter after the second button press. Another sensor kept alerting with sensor error, and when she pulled it out the cannula was bent. The sensors were returned for analysis and a replacement sensor was shipped to the customer.